Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2017-10112.

Event description:
The affiliate reported via email at the beginning of the procedure, formation of an electric arc with sparks when using the electrodes. Another like device was used to complete the procedure with no patient consequences.

Manufacturer narrative:
(B)(4). The lot expiration date is currently unavailable.

Event description:
The affiliate reported via email at the beginning of the procedure, formation of an electric arc with sparks when using the electrodes. Another like device was used to complete the procedure with no patient consequences.

Manufacturer narrative:
The complaint devices were received and forwarded to the supplier for further evaluation. The first device shows signs of activation with procedural debris around the active tip. There is damage to the manifold between 5 ¿ o¿ clock positions. The connector cord has also been severed. Functional testing could not be performed due to device condition. Active and return continuity tests were successful but the hipot test failed. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint from this lot of devices that were released to distribution. Corrective actions to be identified through a CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The second device appears used and the active tip of the device shows signs of activation. There is no damage to the manifold. The connector cord has also been severed. Functional testing could not be performed due to the device condition. The insulation from the remaining cord was stripped and electrically tested. Active and return continuity tests were successful but the hipot test failed. It has not been possible to determine a fault with the returned device with the evidence gathered during investigation. A definitive root cause could not be determined. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint from this lot of devices that were released to distribution. At this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2017-10112.